Manufacturer narrative:
(B)(4). Date sent: 06/14/2021. D4: batch # 182a06. H6: component code = mechanical (g04). Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the tlc75 device was received with no apparent damaged and with a reload loaded in the device fully fired. A second reload was received along with the device; the reload "b" had the proximal 34 drivers up without staples, and the remaining drivers down with staples present. The returned reloads had the swing tabs in the locked position. The reload "b" was reset and the device was tested for functionality and it fired, cut, and formed all the remaining staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line or partially form staples. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an exploratory laparoscopic bowel resection, the tlc75 was fired for the third time with a blue reload on bowel tissue. On the third firing, after the surgeon returned the knife blade back and opened the device, the staples did not form properly near the distal end. The staples did not form into a b-shape towards the distal tip of the linear cutter. As a result, the surgeon needed to oversew the area of the bowel where the staples did not form. The case was delayed by fifteen minutes but completed successfully. There were no patient consequences or change in the post-operative care.